Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement, measuring 168 ohms. Technical services (ts) noted that noise was observed on the presenting electrogram (egm). The patient was seen in clinic, and there was an additional high out of range shock impedance measurement of greater than 200 ohms. This ICD system was reprogrammed. Ts recommended further reprogramming or defibrillation threshold (dft) testing. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this ICD system was abandoned on the right side of the patient due to clavicular crush on the lead. A new system was implanted on the left side of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that clavicular crush occurred and this patient's system was replaced. This lead was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement, measuring 168 ohms. Technical services (ts) noted that noise was observed on the presenting electrogram (egm). The patient was seen in clinic, and there was an additional high out of range shock impedance measurement of greater than 200 ohms. This ICD system was reprogrammed. Ts recommended further reprogramming or defibrillation threshold (dft) testing. No adverse patient effects were reported. This rv lead remains in service.